Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump components, after which the customer successfully completed the cartridge loading process and resumed insulin administration.